Event description:
It was reported that the device will not charge. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated pcu issue of ¿device will not charge¿ was not confirmed during the investigation. The actual issue is pcu did not power up. On 01/29/2025, the pcu was received unboxed and with paperwork. The pcu did not power up, caused by damage display/keypad flex. Observation found that display was scratched. The pcu will be returned to bd san diego repair center for normal processing, suggest to replace display/keypad panel. The failure investigation report will be attached to qn in sap. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device will not charge. There was no patient involvement.